Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional investigation summary : an opened box with eighteen packets of product code w9501 were returned to ethicon inc for analysis with the packaging closed. Upon initial inspection to the samples no external damages were observed on the packets. In order to evaluate the conditions of the returned samples, thirteen packets were opened, and no defects were detected. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand to detect any issue on the suture and no defects were observed during evaluation. Functional test was performed, and the pull force result were above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional investigation summary : one empty opened foil packet and a needle of product code w9501 was returned to ethicon inc for analysis. In order to evaluate the conditions of the returned sample, the swage area and hole needle were noted with marks and damaged caused by surgical instrument. The hole was observed with suture remnant. To avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. Functional test was not performed, due to needle was received detached from suture. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 2/7/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: what was the tissue condition (normal, thin, calcified, fragile, diseased)? The surgery involved the scalp so reasonably thick skin. No fragility or local inflammation. Where was the needle grasped during use? Towards the base of the needle close to the area of the thread. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? No. What is the physician¿s opinion as to the etiology of or contributing factors to this event? The suture appeared to have separated from the needle at the point of attachment so possibly it wasn't attached as firmly as they usually are?

Manufacturer narrative:
Product complaint # ==(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: b1, b2 additional information was requested and the following was obtained: ¿ date, name and/or indication of index surgical procedure when pull off event occurred? (B)(6) 2021 excision of lesion from scalp ¿ what tissue was being sutured when the event occurred? Subcuticular tissue following removal of lesion. ¿ what instruments were used to grasp the needle? Needle holder ¿ how was the needle grasped? Please specify. With the needle holder ¿ how was control lost of the needle? Please describe. See notes ¿ in what location/area/tissue was the needle penetrated and found? See notes ¿ please confirm that the needle was retrieved during the same procedure. No, the patient had to be xrayed to find the needle. Once the patient has returned from xray with the identifier, the wound was opened, the needle was removed and the wound resutured. ¿ was additional dissection required in other organs/tissues other than the target tissue in order to remove the needle? Please specify. As above ¿ how long was the surgery delayed/prolonged? Approximately 40 mins ¿ was there any change in the patient¿s post-operative care due to the prolonged procedure? Please specify. No ¿ were there any patient consequences? If yes, please specify. No ¿ was the procedure completed successfully? Yes ¿ what is the physician¿s opinion as to the etiology of or contributing factors to this event ( intra-op suture needle pull off)? See notes ¿ what is the patient's current status? Fit and well ¿ please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure (B)(6) 1983, female, normal bmi ¿ if applicable, will product be returned? If so, please provide the return date and tracking information. Yes additional information: xray showed the needle was found within the skin lateral to the wound. Wound reopened and skin wound excized. Needle identified and removed. Wound resutured.

Event description:
It was reported an unknown surgery on unknown date and the suture was used. The needle detached during a procedure on the scalp and x-ray was used to locate the needle. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot number qmmkjp and no non-conformances related to the reported complaint condition were identified summary: visual analysis of the two pictures received to ethicon inc for evaluation determined that a plastic container with a detached needle and a foil packet of product code w9501 could be observed. As part of our quality process, manufacturing records for this batch serial number were reviewed and manufacturing standards were met prior to the release of this batch. No conclusion could be reached on the cause of the reported complaint, as the sample was not returned for analysis. Attempts are being made to receive a device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent attempts are being made to receive additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Date, name and/or indication of index surgical procedure when pull off event occurred? What tissue was being sutured when the event occurred? What instruments were used to grasp the needle? How was the needle grasped? Please specify. How was control lost of the needle? Please describe. In what location/area/tissue was the needle penetrated and found? Please confirm that the needle was retrieved during the same procedure? Was additional dissection required in other organs/tissues other than the target tissue in order to remove the needle? Please specify. How long was the surgery delayed/prolonged? Was there any change in the patient¿s post-operative care due to the prolonged procedure? Please specify. Were there any patient consequences? If yes, please specify. Was the procedure completed successfully? What is the physician¿s opinion as to the etiology of or contributing factors to this event ( intra-op suture needle pull off)? What is the patient's current status? Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure if applicable, will product be returned? If so, please provide the return date and tracking information. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate